Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.

Event description:
Iit was reported that during an anterior cruciate ligament reconstruction surgery the surgeon had to lengthen the tightrope on the tibia. He used some forceps to help with this and the tightrope¿s locking mechanism snapped on tightening, meaning the button was just sliding up and down the tightropes. It is unclear whether it was the use of the forceps or something else that caused the failure. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. The fibertag ii rt was tied over the button on the tibia and the surgeon used an extra swivelock to secure the system. It was not necessary to do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.